Event description:
Rptr encountered poor vacuum and changed unit. Handpieces and cassette 3 times, and each time they noticed no improvement. Posterior capsule ruptured and lens fell back into vitreous. Pt was referred to another dr and will require add'l surgery. After 3rd unit, they pulled lot of cassettes. Continue to use all 3 units without incident.